Event description:
A report was received that the patient underwent a pocket revision due to the ipg being tilted in the pocket. The patient is reportedly doing well.

Manufacturer narrative:
Additional information indicated that the patient underwent a revision to make the pocket deeper.

Event description:
A report was received that the patient underwent a pocket revision due to the ipg being tilted in the pocket. The patient is reportedly doing well.